Event description:
Reporter indicated that a site's dell handheld computer had become frozen after interrogation with "interrogation successful" displayed on the screen. The site also reported that the handheld screen sometimes appeared frozen during interrogation as well. It was reported that removing and reinserting the flashcard occasionally resolved the events.